Event description:
St jude medical pacemaker model 2240, sn# (B)(4) implanted (B)(6) 2017 was interrogated on (B)(6) 2018, and showed 2 years battery remaining. Previous interrogation on (B)(6) 2017 showed 10 years remaining. A loss of 8 years 12 months apart is not normal behavior for this device. St jude medical tech services were called. No reasonable explanation given. Device will be replaced on (B)(6) 2018 as a precautionary measure. We will send unit back to st jude medical for analysis and report.